Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's therapy knob fails the controls test; it has incorrect settings, dials to 20, displays 25. The only setting that is correct is 200j. The outputs are wrong but match the display: 20j setting displays 25j and delivers 25j. There was no reported patient involvement/adverse patient impact.